Manufacturer narrative:
Pump received with dog chew marks. The reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged reservoir lip ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.